Event description:
It is reported that the pt was revised for a loose stem that had subsided and caused the pt pain.

Manufacturer narrative:
Eval summary: no x-rays, surgical report medical history of the pt, pt's activity level and weight has been provided. It is also not known whether proper surgical technique and appropriate instruments were used in the primary surgery or not. Stem loosening may be caused by: lack of proximal bony ingrowth. High activity level of the pt. Improper surgical technique. Wear particles generated from the mating bearing surfaces. Osteolysis. Previous medical condition of the pt. Inadequate instrumentation harbours the risk if cancellous bone is lost due to generous rasping/reaming. This is not an exhaustive list. However, no definite cause analysis is possible based on the info provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.